Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell three of five of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. The hp indicated that there was a loose connection between a supply bag and the cassette which was producing a leak. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause for the reported condition was determined to be a loose connection due to the patient stating a loose connection. This is a known cause of this type of alarm. Should additional relevant information become available, a follow-up report will be submitted.